Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video processor (vp). The unit was analyzed and in logs, error 5 was found indicating that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The vp was installed onto a golden system (is 4200) where error 5 was triggered indicating fault on the vppd board, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and verified the vp to be the sour of the fault. As a result of this finding, failure analysis was able to conclude that the vppd board in the vp was found to be the root cause on the reported event. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start pre - anesthesia of a da vinci-assisted partial nephrectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report a non-recoverable 5 error while powering on the system. The caller tried to reboot and perform a hard power cycle, but the issue persisted. The procedure was postponed pending system repair. The procedure was aborted with no report of patient injury.